Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h5.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received stated that the reason for the surgical procedure was due to femoral fracture. Surgery time was extended for an 1 hour because they had to remove the liquid cement from the interior of the femur. The affected side was the right leg. The cemented was passed at the incorrect time.

Manufacturer narrative:
(B)(4). Trade name gentamicin sulphate, active ingredient(s) gentamicin sulphate, dosage form - powder, strength 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A call was received from a doctor about a surgical assistance, which was not professional in an operation that he had in previous days in a hemi-arthroplasty procedure. The doctor decided to cement the stem and the main complaint is that the j&j technical assistant passed the cement into a syringe while it was still liquid, which is not correct. The doctor mentioned that from that moment the patient began to have cardiovascular variations. The information we have at this moment is that the patient had a stroke at the beginning and is now in intensive and very delicate therapy. Doi: unknown, dor: (B)(6) 2021, right side.